Event description:
It was reported that safety mode was present on this pacemaker, which permanently limits device function. This pacemaker was replaced as a result. No additional adverse patient effects were reported.